Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Review of the transmission noted non-sustained right ventricular oversensing due to post paced t-wave oversensing on the implantable cardioverter defibrillator. The oversensing was observed on a stored electrogram. The patient did not receive therapy during the oversensing. The patient was brought into clinic and the device was reprogrammed. No additional information was reported.